Event description:
Pt undergoing an aortic valve replacement .a 25mm sjm regent valve was planned for use and all of the sutures were placed into the valve sewing ring. As the valve was being lowered into position and secured into the legs of the valve intra-annularly, one of the valve leaflets fell into the left ventricular cavity. The valve was removed and the leaflet retrieved from the left ventricle. The valve and leaflet were examined. There did not appear to be any structural damage so it was not felt that any smaller pieces had broken free. Aortic valve replacement was then completed with a size 23 st. Jude mechanical valve.